Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 509 mg/dl. The customer was treated with the insulin pump. Customer declined troubleshooting for the insulin pump due to the high blood glucose because it was due to the bent cannula. The infusion set cannula was bent. The insulin pump will not be returned for analysis.